Manufacturer narrative:
(B)(4). The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous left anterior descending artery. The 3.0x38mm xience prime stent delivery system (sds) was deployed; however, once balloon was deflated and attempting to be removed the delivery system met resistance as the balloon stuck to the stent post deployment. Excessive force was needed to remove the sds. No other device was used. There was no adverse patient effect reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficult to remove appears to be related to the operational context of the procedure. It was reported that force was applied to the stent delivery system (sds) during removal of the device post deployment. It should be noted that the xience prime instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Although it was noted the physician used force in the attempts to remove the device, this was due to the balloon interacting with the deployed stent, therefore the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.